Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath they were unable to advance the sheath over the guidewire. When inserting the sheath in the right atrium they found they could not advance the sheath further. The sheath, dilator, and wire were removed from the patient. Tissue was found to be trapped on the guidewire which had stopped the sheath from advancing further. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the sheath was first visually inspected, and it was noted the tip of the dilator was slightly deformed. The guidewire was also returned with the sheath and examination of the wire, dilator, and sheath found no trace of any tissue present on the devices. Next, they functionally tested the sheath and found that the steering knob would not turn and thus the sheath would not deflect. The dilator was then inserted into the sheath, and both were loaded over the guidewire without any issues. The sheath was then dissected and inside the handle a piece of polyethylene bag was found in a location that would not pose a risk to the patient. With all available information the allegation of difficulty advancing the sheath over the guidewire was not confirmed, not tissue was found, and the sheath and dilator could be advanced over the guidewire they were returned with.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath they were unable to advance the sheath over the guidewire. When inserting the sheath in the right atrium they found they could not advance the sheath further. The sheath, dilator, and wire were removed from the patient. Tissue was found to be trapped on the guidewire which had stopped the sheath from advancing further. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received for anaysis.